Event description:
It was reported that a user experienced a low blood glucose event, with a sensor reading of 57 mg/dl after being in range post-lunch and without unusual activity; the user treated with oral carbohydrate (coke) and glucose subsequently rose to 89 mg/dl, with no fingerstick confirmation; the device problem and component could not be characterized due to insufficient information. Symptoms included hypoglycemia. Outcomes included the need for unexpected medical intervention in the form of carbohydrate administration. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed no findings and insufficient information to identify a device-related issue. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.